Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses cold insulin, supplies longer than recommended and does not remove the air from the cartridge during the load procedure.